Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry system was completely down. The biomed received a call from the staff informing him that all the gz telemetry transmitters throughout the facility were experiencing comm loss. Then they received an update from the staff who are now reporting that all gz devices were back up and functioning properly. The biomed stated it was reported initially at 7:00pm pst and then seemed to have resolved itself around 15 minutes later at 7:15pm pst. The biomed later called back and stated that this ticket can be resolved as it was an issue with their facilities wifi system, and not an issue with the nihon kohden system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the central nurse's station. Telemetry transmitter model: gz-130pa, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the telemetry system was completely down. The biomed received a call from the staff informing him that all the gz telemetry transmitters throughout the facility were experiencing comm loss. Then they received an update from the staff who are now reporting that all gz devices were back up and functioning properly. The biomed stated it was reported initially at 7:00pm pst and then seemed to have resolved itself around 15 minutes later at 7:15pm pst. The biomed later called back and stated that this ticket can be resolved as it was an issue with their facilities wifi system, and not an issue with the nihon kohden system. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz telemetry transmitters throughout the facility were experiencing comm loss. The bme later reported that the devices had came out of comm loss approximately 15 minutes later and that the issue was due to an issue with the wi-fi connection at the facility. There was no issue with the nihon kohden devices. No patient harm or injury was reported. Investigation summary: comm loss is an error message displayed on individual bed tiles at the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. In this ticket, the telemetry system went down and all the gz transmitters displayed comm loss. During a follow-up communication with the customer, they indicated they had an issue with their facility's wi-fi system. After the issue with the wi-fi system was fixed, the issue was resolved. Based on the available information, the root cause of the issue is determined to be the customer's network environment. The issue is due to an issue with the customer's network. There was no malfunction of the nk devices.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitters throughout the facility were experiencing comm loss. No patient harm was reported.